Event description:
It was reported that on (B)(6) 2013, while the surgeon was treating a kyphosis deformity, two titanium collars with grooves broke. The reporter stated the surgeon placed the nut on top of the collar and as he torqued the handle the collar broke. The second collar broke the exact same way. Both collars are broken on the saddle. The surgical procedure was delayed by ten minutes; the surgery outcome was successful. There was no patient injury reported. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. This is an instrument, not intended for implant/explant. Date received by manufacture: 09/16/2013. The review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturer evaluation was completed. The device condition was received as: the collar is broken at l2 feature where the grooves are, minor scratches on the outside diameter and on the bottom. This damage is not manufacture related. The conclusion is: because of the product return condition, only a calculated wall thickness was measured, other relevant features can not be verified. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.